Event description:
It was reported that the blue line ultra (blu) tracheostomy tube exhibited an air leak from the cuff during patient use. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Additional information: two photographs were returned for investigation. One tracheostomy was returned for evaluation. Visual inspection of the device found it to ne in good physical condition. Device underwent functional testing by inflating cuff with a syringe and subsequently submerging it under water. As a result, leakage was observed to be coming from a small tear in the cuff. Cuff assembly operation was reviewed; no discrepancies were found. The inflation line assembly operation was also reviewed; no discrepancies were found. The reported customer complaint has been confirmed, and the problem source has been determined to be user interface.